Event description:
It was reported that the patient presented 3 weeks or 3 months post-op with a fractured femur at the location where the femoral reference pins were installed. Additional surgical intervention was required to correct the fracture. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b5; d5; d9; h2; h3; h6. Attempts have been made to gather all product identification information, and no further information has been provided. Two x-ray images were provided and reviewed by an external medical imaging firm. It was concluded that the post op x-rays demonstrate a right total knee arthroplasty with transverse fracture involving the distal femoral diaphysis. Imaging firm could not identify any anatomical or implant failures that would lead to the specified fracture at the site of reference pin placement; it was concluded that the fracture was slightly proximal to the pin sites. No additional information about the patient is available. No information about the surgeon involved in the case is available. Specific pin item/lot, case, and rosa information is unavailable. No conclusions can be made. Device history record review was unable to be performed as the lot/serial number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: mexico. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient presented 3 weeks post-op with a fractured femur at the location where the femoral reference pins were installed. Additional surgical intervention was required to correct the fracture. Attempts have been made and additional information on the reported event is unavailable at this time.